Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device won't turn on and has no power. No patient involvement was noted.

Event description:
It was reported that the device won't turn on and has no power. No patient involvement was noted.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 04/30/2018 to the present date 12/3/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.